Event description:
A user facility reported that following an initially acceptable post-oxygenator arterial blood gas, there was a subsequent and unexplained drop in oxygenation performance with stable carbon dioxide elimination. Through the course of support, there was a brief improvement in oxygenation followed by another unexplained drop in oxygenator performance. There was no indication of resulting patient serious injury. The complaint sample was available for product investigation.

Manufacturer narrative:
Additional information: upon further review and correspondence from the manufacturer, it has been determined that the event reported in MFR report # 3012172416-2025-00089 was a duplicate of the event reported in 3012172416-2025-00085. The notice of duplication was reported by the manufacturer complaint manager. There will be no further updates on 3012172416-2025-00089, which has been deemed a duplicate complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that following an initially acceptable post-oxygenator arterial blood gas, there was a subsequent and unexplained drop in oxygenation performance with stable carbon dioxide elimination. Through the course of support, there was a brief improvement in oxygenation followed by another unexplained drop in oxygenator performance. There was no indication of resulting patient serious injury. The complaint sample was available for product investigation.